Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of her husband being hospitalized due to high blood glucose levels. The customer's blood glucose level at the time of incident was 521 mg/dl. The customer's current blood glucose levels are unknown because he is in rehabilitation. It was noted that the cause of the hospitalization was that the customer had a heart attack. The customer was wearing the device during hospitalization. Troubleshooting was conducted. Customer was unable to perform troubleshoot because they did not have tubing clamp available. One is being sent out, and the customer will call back when they receive it to continue troubleshoot.